Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was not obstructed. Blood in the distal lumen will be present in the lead while the lead has a guidewire in the lead during implant as the distal seal will allow blood to enter from the distal seal while the lead follows the guidewire during implant, this is considered to be normal and not a failure of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the left ventricular lead was inserted into the catheter and measurements taken, but the parameters were poor. The lead was removed from the body and wiped with gauze in order to change the placement position. Itwas noticed that blood was mixed in the lead body. The lead was not implanted, and a new lead used to complete the procedure. No patient complications have been reported as a result of this event.